Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 560 mg/dl (aviva (B)(4)) and 220 mg/dl (aviva (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded strips that gave errant results. Replacement was sent.

Event description:
This is a spontaneous report received from the (B)(6) to baxter (B)(4). Reportedly, on unspecified date, the patient (B)(6) has connection issues with (B)(4) homechoice auto pdset 8-prong cassette ((B)(4)). During the priming phase, the liquid begins to pass through the line, it is disconnected from the bag and the liquid leak on the floor. Sample not available. This is report 1 of 3.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system (B)(4). Device will not be returned to manufacturer.